Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (40-50 mg/dl). Reportedly, the customer has not been eating throughout the day and the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate carbohydrates to address low bg levels.